Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with a lead dislodgment. The rv lead had pulled back and was wrapped around the can due to twiddlers syndrome. Low hv and pacing lead impedances were observed. It was also noted that the helix was jammed and would not function. The lead was explanted and replaced. Patient is well.